Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated with update to h3, h6 coding. Correction: correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was [8/29/2024]. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, the suggested phenomenon was confirmed. However, the foreign material was unable to be further specified. Olympus confirmed foreign material came out of the device, but the type of the material could not be identified. There was no damage to the area where the foreign material was detected, the reprocessing was implemented in line with the instruction for use (IFU). A definitive root cause of the foreign material could not be determined. The occurrence of the reported incident can be prevented by adhering to the instructions for use (IFU), which state the following: the instruction manual operation manual,¿ gif-1200n, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual,¿ gif-1200n, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the tip nozzle and tip cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.